Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states that the pt was scheduled for an MRI on friday but it was pushed to saturday because the pt did not have their external components. The caller states pt had an MRI on saturday, caller could not say for 100% certainty that the pt put ins in MRI mode but caller presumes they did. Caller states that after the MRI the pt's pain is much worse. The caller stated their understanding is the pt turned stim on after the MRI but then 'disconnected it'. The caller is wanting to reach a local rep to assess the system, agent noted the caller should consider directing to managing doc but agent did redirect caller to nas.